Event description:
Itwas reported by the rep that the one er420 was used during an unknown procedure. It was reported that the clip applier is not self loading and fired three clips at one time. The case was completed with another device. There was no pt consequence.